Manufacturer narrative:
On (B)(6) 2023, customer support assisted the customer in clearing the service code and provided a walkthrough to retrieve the ddc logs. The logs were received and a review of the logs indicated that the battery pack in the AED became fully depleted on (B)(6) 2023. The battery pack associated with this complaint was not returned; therefore, the root cause of the failure could not be conclusively determined. However, once a new battery was installed, the AED functioned as intended and was deemed suitable to remain in service.

Event description:
A customer reported their AED was reporting a service code.